Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband was contacted as part of an outreach program. Customer's husband reported that customer went into diabetic ketoacidosis and had to go to the hospital. Customer was pregnant, but while she was in the hospital, customer lost the baby. Customer's husband was just leaving the hospital when he was contacted. Customer's husband also reported the device's battery cap was difficult to remove. No other details were provided. Further attempts to contact customer were not successful. Messages were left for customer to call back. Nothing further reported.

Manufacturer narrative:
Additional information has been received, which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported in (B)(6) 2016 by legal representative via email that the customer wants the insulin pump to be tested for insulin delivery. The insulin pump will be tested due to the incident that occurred in 2014 and was reported.